Manufacturer narrative:
Investigation is pending.

Event description:
Patient reports pt did not receive the majority of dose of entyvio on (B)(6) 2026 due to a malfunction. Patient states that after thinking the pen was done injecting, patient pulled the pen out and the majority of the medication leaked out of the needle. Patient thinks the needle retracted sooner than it was supposed to or it broke off and is stuck in her abdomen. She can feel pain near the injection site that will not go away, but she does no know if the needle is stuck in there or not. She is thinking it is not stuck in there but is still having some pain. She has an md appointment scheduled to check the site. She reports worsening diarrhea that started about a week ago ((B)(6) 2026) and is occurring intermittently.